Manufacturer narrative:
Patient's age and date of birth not provided/unknown. Patient's weight not provided/unknown. The fixture mount transfer from the implant was returned for evaluation additional 510k number: k101880.

Event description:
It was reported that the transfer mount included with the implant (B)(4) fractured during the procedure. The doctor was able to remove the fractured piece and completed the procedure.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One fixture mount was returned for investigation. A visual inspection of the as received product confirmed the complaint as the fixture mount was fractured at the hex. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: IFU-4869 rev 7 (01/16) - instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 5161 rev 05/17 ¿ tapered screw-vent implant system surgical manual. Breakage: implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. Step 4 ¿ remove the implant from the inner vial: place the appropriate insertion instrument into or over the end of the fixture mount/transfer. The following instruments can be used for implant delivery to the site: the stainless steel gemlock retaining square ratchet [rsr] or the screwdriver handle [sshs] attached directly to the fixture mount/transfer. When a vertical extension is needed to seat the implant, insert the 2.5mm gemlock retaining hex drivers [rh2.5, rhl2.5] into the top of the fixture mount/transfer prior to rotating the implant to place. A motor handpiece attached to the 2.5mm gemlock retaining hex drill [rhd2.5]. Carefully lift the fixture mount/transfer with attached implant out of the vial. Step 5 ¿ initiate the implant into the osteotomy: carry the implant to the receptor site by its fixture mount/transfer and initiate the implant: into the prepared osteotomy. Step 6 ¿ complete seating with the appropriate instruments: rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer/impression post. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating directly to the implant with the appropriate hex driver or hex drill [rh2.5, rhl2.5, rhd2.5 for 3.7, 4.1 and 4.7mmd implants; hx3.0-s, hxl3.0-s, hx3.0d for 6.0mmd implants]. Additionally, the fixture mount/transfer can be used as a temporary abutment with the tapered screw-vent implant for provisional restorations. · for more detailed instructions, please refer to the tapered screw-vent implant surgical manual #5161. The surgical manual contained additional more detailed directions on appropriate seating of the implant with the mount. A singular cause cannot be determined. The following sections have been updated: (B)(4).